Event description:
Previous total hip arthroplasty on (B)(6) 2011. Pt described difficulty with weight bearing and increased pain significant to groin area especially with rom about the right hip. X-ray of hip noted loose acetabulum with change in position and alignment of right hip acetabulum. Revision of right hip occurred on (B)(6) 2012, due to cup loosening. Dates of use: (B)(6) 2011 to (B)(6) 2012. Reason for use: hip joint replacement.